Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon opening the product, the surgeon noticed some strange markings. It was reported that the surgeon did not want to risk using the implant. It was reported that another implant was used to complete the case. Surgical delay was 5 minutes.

Manufacturer narrative:
An event regarding appearance involving a metal head was reported. The event was confirmed by product inspection. Clinician review: not performed as no medical records were available for review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: it was reported that upon opening the product, the surgeon noticed some strange markings. The implant was not used in the surgery and was returned back. Dimensional inspection of the device noted that the surface roughness was observed to be within the specifications. The part meets the acceptance criteria. Observed markings are only visual indication on surface and have no impact on function. Material analysis of the returned implant concluded that markings were observed at two locations on the distal surface of the returned head. Sem analysis indicated machining lines were removed at the location of the markings. The source of the markings could not be determined. Eds showed the head base alloy and markings were consistent with atsm (B)(4) alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that upon opening the product, the surgeon noticed some strange markings. It was reported that the surgeon did not want to risk using the implant. It was reported that another implant was used to complete the case. Surgical delay was 5 minutes.